Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. The balloon of a 6f/7f mynxgrip vascular closure device (vcd) burst during the procedure. There was no reported patient injury. The mynxgrip vcd was used in an interventional coronary procedure. The procedure used a retrograde approach. The device was stored and handled as per the instruction for use (IFU). There was no damage noted to the packaging of the device prior to use. The mynxgrip vcd was prepped according to the IFU. There was no presence of pvd or calcium in the vicinity of the puncture site. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. The product was removed intact (in on piece) from the patient. The procedure was completed by manual compression with less than 30 minutes. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for analysis. Per visual analysis, the sealant and advancer tube were observed to have been remained in the manufacturing position. The syringe and procedural sheath were not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water and a leak was revealed. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 3 mm from the balloon¿s proximal neck was revealed. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A product history record (phr) review of lot f1908802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a radial tear in the balloon of the returned device, approximately 3 mm from the balloon proximal neck. The exact cause of the balloon tear could not be conclusively determined. Vessel characteristics or damage to the procedural sheath may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1908802 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) burst during the procedure. There was no reported patient injury. The device will be returned for evaluation.